Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the box, the screw was missing. The plastic wrap and seal were both intact.

Manufacturer narrative:
Review of the device history records for the related lots identified no deviations or anomalies. A stock investigation identified that no units from the two lots were available for review. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the lot number. This device uses (B)(4). (B)(4) is included in the universal packaging dfmea for double sterile barrier tray with tyvek, which addresses the risks of the device being received non-sterile and the customer not being able to aseptically present the product. Investigation of this event indicates that the devices left zimmer biomet control conforming to specifications. A definitive root cause cannot be determined with the information provided.